Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed. The root cause for the damaged cable could not be positively identified. There were no adverse events associated with the damaged belt.